Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose level was 356 mg/dl. He/she experienced high blood glucose levels. His/her insulin pump was occluded. The customer was advised that probably the issue was the connection between the reservoir and the tubing. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.